Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support stating that while filling a cartridge, the bottom of the cartridge came out. The patient was unsure if the plunger was sticking out during the fill and was unable to provide the lot number, as multiple cartridge boxes had been opened and the specific box used was unknown. The patient was guided through a full supply change using a contact detach steel infusion set and was able to successfully complete the supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.